Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_lead, serial#: unknown. Product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor it was reported that the leads were removed for MRI, and contact 0 broke off. This fragment was abandoned and left in place. No further complications noted or anticipated.